Manufacturer narrative:
Additional manufacturing narrative: the investigation is ongoing. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported thirteen (13) rad-97 devices stopped its monitoring, shutting down unexpectedly, and the devices could not be turned on again and does not show a charging light or a blocking signal. Some devices provided an acoustic alarm before turning off, but the customer did not report which specific device provided an alarm. No patient impact or consequences were reported.

Event description:
The customer reported thirteen (13) rad-97 devices stopped its monitoring, shutting down unexpectedly, and the devices could not be turned on again and does not show a charging light or a blocking signal. Some devices provided an acoustic alarm before turning off, but the customer did not report which specific device provided an alarm. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: a total of five (5) devices were returned for evaluation. Two (2) of the evaluated devices (sn: (B)(6) and (B)(6)) powered off suddenly after giving a low battery alarm during functional testing. Internal inspection results found both devices have bloated and failed batteries. After placing a known good battery, the devices were functioning as intended. One (1) of the evaluated devices (sn: (B)(6)) does not power on and the home button does not illuminate when the device is plugged into ac power during functional testing. Internal inspection results found the battery had bloated and failed and also found the c13 chip on the instrument board have an open circuit, preventing the unit from charging or powering on the unit. One (1) of the evaluated devices (sn: (B)(6)) passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. One (1) of the evaluated device (sn: (B)(6)) does not power on during functional testing. Internal inspection results found the cable connecting the connectivity board to the system board was loose was loose as well and also found the battery had bloated and failed. After readjusting the cable, the unit was able to function as designed. A service history record review reveals that these five (5) units were in the field for over two (2) years with no previous reported issues related to this reported event. Attempts have been made to obtain the remaining products. The devices were not returned to the investigation facility to allow for an analysis to be performed. If the products are received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: correction: h10 - sn: (B)(6) was incorrectly listed twice in the list of evaluated devices. Sn: (B)(6) should be corrected to sn: (B)(6). Additional information: h10 - additional information on the evaluated device sn: (B)(6). When the battery is bloated it is an indicator that the battery had failed, its characteristics are that the battery expands and its cell no longer charge properly., corrected data: one (1) of the evaluated devices (sn: (B)(6) does not power on and the home button does not illuminate when the device is plugged into ac power during functional testing. Internal inspection results found the battery had bloated and failed and also found the c13 chip on the instrument board have an open circuit, preventing the unit from charging or powering on the unit. When the battery is bloated it is an indicator that the battery had failed, its characteristics are that the battery expands and its cell no longer charge properly. One (1) of the evaluated devices (sn: (B)(6) passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported thirteen (13) rad-97 devices stopped its monitoring, shutting down unexpectedly, and the devices could not be turned on again and does not show a charging light or a blocking signal. Some devices provided an acoustic alarm before turning off, but the customer did not report which specific device provided an alarm. No patient impact or consequences were reported.